Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm during the night. The customer's blood glucose (bg) level was 375 mg/dl with a trace level of ketones and a correction bolus was delivered to address the bg level. At the time tandem technical support was contacted, the occlusion alarm had been cleared and the bg level was 182 mg/dl.